Event description:
It was reported that a patient experienced peritonitis coincident with peritoneal dialysis therapy. The cause of the peritonitis was not reported. On an unreported date, the patient was hospitalized for the event. Treatment for the peritonitis event was not reported. It was not reported if dianeal and/or extraneal therapies were ongoing. It was not reported if the patient was recovered or was recovering from the peritonitis. Additional information was requested but is not available. This is report 2 of 4.

Manufacturer narrative:
(B)(4). The reported product is an unknown baxter minicap. (B)(4). On an unreported date, the patient experienced peritonitis. The device was not returned and the lot number of the device was unknown; therefore, a sample analysis and/or a batch review could not be completed. Should additional relevant information become available, a supplemental report will be submitted.